Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7117891.

Event description:
It was reported that the patient was experiencing left side spams due to intrathecal lead placement. The patient underwent a procedure wherein the leads were repositioned.

Event description:
It was reported that the patient was experiencing left side spams due to intrathecal lead placement. The patient underwent a lead revision procedure and during this procedure, the two leads were removed and reinserted. The patient felt unusually low stimulation when tested on the table and it was thought that the leads were again positioned intrathecal. Therefore, the physician attempted a shallower entry angle and one lead was reinserted, connected to the ipg and locked into place. The second lead was not reimplanted due to the growing concern of the effect of anesthesia on the patients vitals. Postoperatively, the patient experienced low levels of stimulation and the system was turned off.

Manufacturer narrative:
Correction to the initial MDR in blocks; b1, b5, h6 impact and device codes. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/ batch: (B)(6).